Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was unable to be confirmed as product was returned opened. Visual evaluation of the returned product found the inner sterile seal was opened. There is adhesive residue on the blister flange indicating the packaging was sealed during manufacturing. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Has not yet been returned.

Event description:
It was reported that surgery was performed with aps approximately a month ago. When the packaged was opened it was found that the sterile package had already been opened. Subsequently, another aps was used to complete the procedure. Attempts have been made and there is no further information at this time.